Event description:
It was reported by the patient was wearing his pod when he sought medical attention on (B)(6) 2025 due to severe low blood glucose (bg) and a seizure. He was diagnosed with syncope and received intravenous (IV) glucose and heart monitoring. His hospital stay lasted one day, and he was discharged on (B)(6) 2025. The patient believes the issue was related to the same pod documented in case 08164960 but is not certain. The pod was discarded, and he could not recall details such as lot number, sequence number, bg levels, site, or wear. He was taken to the hospital for treatment and could not recall his bg levels at the time of the incident. The agent documented the issue and advised a warm transfer to the clinical team for additional customer service. Further troubleshooting and support were provided as needed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.